Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. The photograph depicts the device being used in a surgical procedure with the blue seal disengaged at the distal end of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic gastric sleeve procedure, the seal of trocar fell into patient and was retrieved. There was no patient injury.